Event description:
It was reported the dr was attempting to place the device to an upper arm av fistula for pseudoaneurysm. While attempting to deploy the graft, it was noted that the shaft at the distal hub was cracked/broken. Both the stent graft and the sheath were removed together. Another device was then deployed without difficulty. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectivness of this device for use in the vascular system has not been established.